Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: image was not displayed due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the real-time image was not displayed due to a failure of the printed circuit board. The device's exterior check revealed that the connector was deteriorated. The front panel had some appearance defects due to corrosion. The chassis showed signs of deterioration. The top cover was rusted. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center would not detect the duodenoscopes. There were no reports of patient harm.